Event description:
The hospital reported that during preparation for an endovascular aneurysm repair, the hospital staff put the product on a clean area just after opening only a single package. The surgeon continued procedure without noticing that the dirty product was put on the clean area. Ten minutes after, the hospital staff noticed that dirty product was placed in the clean area; all the surgical instruments were replaced by new products and washed operative field. The hospital did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance reported in the lot history. (B)(4).